Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high and low blood glucose levels that made him pass out. His settings were incorrect and he did not know how to fix them. He almost had an accident and the police stopped him from driving in (B)(6). Customer's blood glucose level dropped to 27 mg/dl. The insulin pump was not delivering enough insulin to cover his meals. During the day his blood glucose level increases up to 600 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.